Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00315. During an atrial fibrillation procedure, a pericardial effusion occurred during transseptal puncture. Following the first transseptal puncture with echocardiogram, a second transseptal puncture was done. A catheter was inserted into the patient and it was noted contact was lost with the patient and the patient was hypotensive and the catheter was removed. An ultrasound confirmed a pericardial effusion. The location of the effusion was unknown. It was indicated either the agilis or brk needle caused the tamponade. Decompression medication of dopamine and protamine were administered to stabilize the patient. There were no performance issues with any abbott device.